Manufacturer narrative:
One ensite x amplifier was received for evaluation. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then booted to a blinking amber ¿not-ready¿ light emitting diode (led) status. This indicated the amplifier did not pass the power-on-self-test (post) although it communicated with the test station tracker software. The amplifier logs identified a nios slot 3 read timeout, which confirmed the reported event. Temporary replacement of the calibration data and the cardiamp board form slot 3, alleviated the nios read symptom. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.the field reported event was able to be duplicated by power sequencing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp board in slot 3.

Event description:
During a cryo atrial fibrillation case, an output issue occurred and the case was cancelled. Atrial flutter was induced, and mapping was done with ensite x, the system was opened and the case was started. First, a left atrial scar map was created with hd grid cathater. Active areas were observed around the right superior pulmonary vein. Then, ablation was performed with tacticath se catheter and sinus rhythm was achieved during ablation. A different tachycardia was then induced. The right atrium was mapped and right atrium sinus rhythm could not be achieved and cardioversion was performed. Then, while the left atrium was being remapped, an amplifier error was observed on the screen. The device was restarted, but didn't turn from amber to green; the amber light was flashing. All connections were disconnected, reconnected and restarted. This process was repeated 10 times, but the error continued. The case was then cancelled without complications although tachycardia continued. The case couldn't be completed because of the ensite x amplifier error.